Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged in the superior vena cava as shown in the x-ray. The patient was seen due to muscle stimulation and loss of capture during the device follow-up. Also, there was an episode of ventricular fibrillation (vf) treated with anti-tachycardia pacing (atp). The lead was repositioned with measurements within normal limits. No additional adverse patient effects were reported.